Event description:
Customer reported to beckman coulter, inc (bec) that line 18 had disconnected from the eic (electrolyte injection cup) of the unicel dxc 600 synchron clinical system. Customer reported that there was a spill of waste in the instrument. Customer reported that there was 2-3 ml of fluid in the upper spill tray and some unknown small amount in the lower spill tray and 2 drops of waste in another area from the same source. Customer estimated that the volume of the total waste was 4-5 ml. Customer reported that they suspected that a sample with a clot caused the issue. Customer reported that they have replaced line 18, cleaned the spill, primed ten times, and recalibrated the ise (ion select electrode) module and ran quality control. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).